Manufacturer narrative:
Initial MDR 2517506-2020-00370 was filed 17-dec-2020. Additional information: (04-jan-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely depressed enzymatic creatinine (ecrea), and carbon dioxide (co2) results obtained on the dimension vista® 500 system. Hsc has reviewed the customer information provided. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and assays were performing acceptably. Repeat of the same sample yielded expected results. Based on the results of the investigation, a potential product problem has not been identified. The cause of the event is unknown. The customer is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted a siemens healthcare diagnostics customer care center (ccc) and reported that discordant, falsely depressed results were obtained on a patient sample on a dimension vista 500 system. Siemens is investigating the event.

Event description:
Discordant falsely depressed enzymatic creatinine (ecrea), and carbon dioxide (co2) results were obtained on a patient plasma sample on the dimension vista® 500 system. The discordant ecrea result was reported to the physician(s). The sample was reprocessed on an alternate dimension vista system and a higher result, considered correct, was reported to the physician(s). The discordant co2 result was not reported to the physician(s). The sample was reprocessed on an alternate dimension vista system and a higher result, considered correct, was reported to the physician(s) there are no known reports of patient intervention or adverse health consequences due to the discordant results.